Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site and determined the power supply had failed. The cse replaced the power supply. Quality controls were run to verify system performance and all results were in range. The cause of smoke being emitted from the instrument was a malfunction of the power supply. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of the advia centaur xp instrument observed smoke being emitted and called the fire department. There were no visible flames or damage to property. One laboratory technician complained of nausea and headache and was seen by an urgent care physician. Patient samples were delayed from testing but there are no reports of impact to patient care. There are no known reports of adverse health consequences due to the smoke being emitted.